Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall..

Event description:
Procedure performed: lap. Gastric sleeve event description: the ca500 was used to place the blood vessels supplying the stomach the clips got stuck in the shaft and could not be released. They had to be removed by hand. Only then was it possible to insert a new clip. This process was repeated over and over again. A new ca500 with a different lot number was therefore opened, which then worked. Patient without harm patient status: patient without harm intervention: a new ca500 with a different lot number was opened.

Event description:
Procedure performed: lap. Gastric sleeve. Event description: the ca500 was used to place the blood vessels supplying the stomach. The clips got stuck in the shaft and could not be released. They had to be removed by hand. Only then was it possible to insert a new clip. This process was repeated over and over again. A new ca500 with a different lot number was therefore opened, which then worked. Patient without harm. Patient status: patient without harm. Intervention: a new ca500 with a different lot number was opened.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.